Manufacturer narrative:
Patient age: average. Gender & ethnicity majority. Dates of death, event, and implant: estimated. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The unique device identifier (UDI) is unknown because the part number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. In this case, there was no reported device malfunction associated with the supera self-expanding stent system (sess). The reported patient effect of death is listed in the supera instruction for use as a known potential patient effect associated with the use of the device. A definitive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced, and the additional device absolute pro .035, referenced in the report, are being filed under a separate medwatch report numbers.

Event description:
It was reported through a post market clinical follow-up evaluation report (pmcf) that the supera stent delivery system may be related to cardiac complication, myocardial infarction, pulmonary complication, renal complication, access site complication, thrombosis, embolization, dissection, perforation, amputation, surgical and/or interventional retreatment, occlusion, and death. Details are listed in the article, ¿post market clinical follow-up evaluation report peripheral self-expanding stents¿